Event description:
It was reported that one day post implant, lead impedance was 2000 ohms. During repositioning it was revealed that the pin was not fully seated in the header. The lead was reconnected and the lead impedance was 580 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.